Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The reported difficult to insert was unable to be confirmed with the returned delivery catheter due to the damage noted. However, the filter was loaded into a proxy delivery catheter with no resistance noted, indicating that the filtration element functioned properly. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The investigation was unable to determine a definitive cause for the reported difficulties. It is possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. Based on the reported information and evaluation of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6- medical device problem code 1562 was removed.

Event description:
Returned device analysis identified there were no damages to the filtration element and confirmed there were no separation to the filter. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the 2 emboshield nav 6 embolic protection system (eps) could not be loaded onto the delivery catheter (dc) pod using the torque device. The nitinol frame of the filters sheared [separated] and stretched. The delivery catheter on both devices was also noted to be kinked. Another emboshield nav 6 was used to complete the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.